Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was hearing tones from their implantable device. Patient and product information was not provided. Subsequent information from the boston scientific representative indicated that out of range impedance caused the device tones. The patient was not seen after this event. The plan was to monitor the patient and program off the device tones function. Attempts to gather additional information, including patient and product information, were unsuccessful. Evidence is suggestive that the implanted products remain in-service. No patient symptoms or adverse patient effects were reported.